Event description:
In the morning, the patient experienced pain with the flushing and then some swelling in the area of the port. A dye study was performed that showed leakage from the catheter and a ruptured catheter. The surgeon met the patient in the emergency room in the afternoon and the patient was taken to the operating room later that afternoon and under general anesthesia had the port removed. There was a crack in the catheter and the location of the crack seemed to indicate that it was close to where the catheter went deep into the clavicle.